Manufacturer narrative:
The pump powered up properly and, no blank display was noted. The also had normal operating currents. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The most recent blood glucose reading was 160 mg/dl. The customer stated that the insulin pump was dead. She stated that she had an issue with a blank display earlier that week, but a battery replacement had originally resolved the issue and the display returned. She did not observe any physical damage to the device. Troubleshooting resolved the issue and the display did return. The insulin pump also passed the self test. She was advised to monitor the device. Nothing further reported.